Event description:
During laser tur of prostate, dr stated portion of fiber is broken. He then retrieved the broken portion from the bladder.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.